Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 33 mg/dl, 53 mg/dl, 398 mg/dl, and 165 mg/dl. Customer felt hypoglycemic symptoms of weakness, sweating, and rapid heartbeat with reading of 33 mg/dl. Customer was able to swallow a spoonful of honey. Customer then continued testing and obtained results of 53 mg/dl, 398 mg/dl, and 165 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.